Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, the stopper was cocked in two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. The photos show a tube with a stopper inserted sideways. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, the stopper was cocked in two (2) tubes. No adverse impact was reported regarding the patient or user.